Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that on 03/11/2016, the patient's pump was exchanged due to thrombus. Additional information regarding the event was requested, but none has been provided.

Manufacturer narrative:
Device evaluation: the report of suspected thrombosis was confirmed based on the evaluation of the returned pump. Upon disassembly of the returned pump, a thrombus formation was found surrounding the inlet bearing ball and rotor inlet, obstructing approximately 30-40 percent of the blood flow path. An additional thrombus formation was found occluding one of the rotor vanes. Both thrombi revealed areas of denaturation, indicating that they were present while the pump was operating. The thrombus ring observed on the inlet bearing appeared to have formed in laminated layers, indicating that the thrombus developed in this location over an undetermined amount of time while the pump was operating. The non-laminated structure of the rotor thrombus suggests that it did not originate on the rotor and initially developed in another location. Although it could not be conclusively determined, the thrombus showed a color and texture similar to the inlet bearing thrombus, indicating it potentially originated in that location. In addition, a thrombus formation was observed surrounding the outlet bearing ball and lodged between all three blades of the outlet stator. Although a duration of time for which it was present in the pump could not be determined, the areas of denaturation on the thrombus indicates that it was present while the pump was operating. The thrombus lacked laminated layering, suggesting that it did not initially form in this location; however, its origin could not be determined. A correlation between the device and the thrombus formations could not be conclusively determined. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.